Event description:
The customer reported via phone call that the display on the insulin pump went blank. She had changed the battery and the display did not return. The customer experienced high blood glucose of 454 mg/dl; she treated with the insulin pump as it seemed to be working at that time. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did return and it alarmed battery out limit. She called back on 7/21 and stated that she replaced the battery cap but was still having battery issues. The alarm history showed a low battery and off no power alarm and the customer noticed the down arrow button was not responding. Last reading is 118 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.